Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, rendering the device unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support addressed the problem by arranging for a replacement pump to be sent to the customer. The customer was informed about the necessity of programming the pump settings and connecting their cgm to the new pump. They were also instructed to return the damaged pump within 10 days to avoid charges and agreed to use an alternate method of insulin delivery, mdi, in the interim.